Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that an alert 38 motor stall occurred on the ilet during a tubing fill, which was addressed by charging the device, restarting it, rewinding, disconnecting the prior supplies, completing a dry run past 120 units without alerts, and then performing a full supply change from a different box before resuming insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the caregiver. Investigation of this case revealed a mechanical jam associated with the motor component. The investigation also identified an assembly problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.